Manufacturer narrative:
Additional information: the system was examined and the reported event of ¿optical fiber caused the low-intensity laser¿ was replicated. However, the company representative did not indicate replacing the fiber. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 29, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that a laser system had low laser intensity during a procedure. The procedure was completed after the surgeon turned the power up. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).